Event description:
As reported by the affiliate, during handling of a 035 mc j3mm 150cm emerald diagnostic guidewire, the inner wire got loose from the ptfe cover. The device problem occurred before use on the patient. There was no patient injury reported. The device will be returned for analysis.

Manufacturer narrative:
Note: the event date for the reported event is unknown. Therefore, the event date was entered as (B)(6) 2014 to provide appropriate characters for MDR acceptance. This device is available for analysis but has not yet been received. Potential lot numbers are f0313143 or f0313110. Lr packaging l/n# 10253434, cordis lot # f0313143 per (B)(6) report e 14,604: (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10253434. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during handling but prior to use on the patient, the inner wire of an emerald diagnostic guidewire, got loose from the ptfe cover. There was no patient injury reported. The device was not returned for analysis. Lake region conducted a device history record review on both potential lots (f0313143 or f0313110). The history records indicate that this product was final inspection tested at lake region and was determined to be acceptable. Based on the complaint descriptions it appears the inner core wire was pulled from the outer ptfe coated coil wire. This guidewire is designed so the inner core wire can be removed from the outer coil. The moveable core guidewire is a two piece guidewire. It has an outer coil with a full dome shaped weld on the distal end and just a spot/tack weld on the proximal end that secures the ribbon wire to the end of the coil. This allows the core wire with attached handle to be fully inserted or withdrawn from the coil as needed to provide flexibility. The core wire with handle can be fully removed from the coil wire. The coiled handle that is attached to the core wire is about 4 centimeters long with a full dome weld on the proximal end and a spot weld on the distal end. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.